Event description:
Jackson-pratt drian inserted during open cholecystectomy procedure 12/00. Pt pulled on drain 10 days later causing catheter to break. Pt returned to or for removal of retained foreign body.